Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump. It was reported the patient was needing an MRI. The hcp wanted to know if the patient was eligible as the patient reported there was no medication in the pump. It was noted it was turned off and had not worked since (B)(6) 2020. The patient clarified she was in the hospital in (B)(6) so the pump was turned off. When they attempted to turn it back on after she left the hospital, it was making a ¿buzzing noise.¿ it was further reported the pump was left turned off because whenever it was, the pump would make a buzzing noise. It was noted the patient had morphine in the pump at one point, but the buzzing noise began when the pump became empty two weeks ago. Patient symptoms were not reported. The event date was (B)(6) 2020. It was recommended the patient follow-up with the hcp post-MRI to have the pump interrogated. Additional information was received from the consumer on 2020-jul-23. It was reported the non-critical alarm was going off every hour. The patient had an MRI done the previous february/march and was told not to fill the pump because she only had one year to live. It was also reported the patient had an MRI the past tuesday. The patient was directed to follow-up with their healthcare provider. No further complications were reported.